Event description:
The lay user / patient contacted lifescan (lfs) (B)(6) 2012, alleging inaccurate high readings on her one touch verio pro meter. The patient mentioned that when she compared her meter to two another meters her verio pro meter read much higher than the other meters. She claimed she did two tests in less than 20 minutes from one another with 2 different meters at the clinic. She was at clinic for a routine appointment. When she tested on an unspecified meter (brand unknown) she obtained a 78 mg/dl and the one touch verio pro meter displayed a 125 mg/dl. The patient was then tested on an accucheck meter and obtained a 78 mg/dl and when she was tested on her verio pro meter her blood glucose was 135 mg/dl. She denied exhibiting any symptoms due to the alleged issue. She was advised by his nurse to decrease her insulin from 17 units to 10 units. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The technique of applying blood on the test strip was correct. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient denied exhibiting any symptoms and was only advised to decrease insulin. The complaint is being reported since the meter to other meter comparisons were greater than 30% or 30 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.